Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient was admitted to the hospital on (B)(6) 2020 with symptoms of overdose. The healthcare provider had reached out to the managing physician who stated to page a local representative. The healthcare provider stated that they discovered the patient's last refill was (B)(6) 2020, but that they are wanting a representative to come interrogate the pump to rule out any issues. The reporter was transferred to nas (national answering service).